Manufacturer narrative:
Device is only intended for facial wrinkles and rhytids. It could not be determined if device caused the swelling of the lymph node. The customer has stated that the swelling went down and patient is doing well.

Event description:
Patient treated under chin area with pelleve. A 1 - 1/2 hours post treatment patient developed a small lump with swelling and palpable lymph gland. Prescribed motrin and follow up with ent.